Event description:
Difficulty was encountered passing the spring wire guide into place. The iab was passed over the wire guide through an introducer sheath placed in the femoral artery. However the iab became caught in the sheath could not be advanced. As a result of this, the iab and sheath were removed. There were no patient complications.